Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is reporting moisture damage to the insulin pump, which occurred when he jumped into the pool. Customer states there is fluid under the lcd display. The customer's blood glucose level at the time is 185 mg/dl. Advised customer to discontinue the use of the pump and revert to his backup plan per his health care provider. No further information provided.